Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event of burned c-cover occurred due to high-energy instruments (such as high-frequency devices) were used without maintaining sufficient distance from the tip whereas it is presumed that the reported event of corroded nozzle occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had burned c-cover (distal end case) and corroded nozzle. There was no patient involvement.